Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that there was a cut on the extension tube where it met the luer adapter for both the venous and arterial lines. It was reported that there was a leak or hole on the extension tube at or near the bifurcate/hub. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur by clamping the tubing too close to the luer adapter. Clamping the extension tube close to the luer adapter can cause excess stress on the extension tubing which can lead to breaks/leaks in the tubing where it connects to the luer adapter. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: clamping repeatedly on the same spot could weaken the tubing and clamping near the adapter and hub should be avoided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on the event day, the patient came to the center for dialysis. During dialysis treatment, blood leakage was found in the long-term central venous catheter. It was confirmed that the long-term catheter delayed tube had a hole split. A crack was found at the silicone extension tube at the blue vein end on the product at the time of the event. There was nothing unusual observed on the device prior to use. Flushing was done with no abnormalities. The catheter was not repaired. There was a leak at the junction of the extension tube and bifurcate. Tego was not utilized. There was no luer adapter issue. The insertion site was not treated with prior to product placement. Chlorhexidine acid aqueous solutions were the cleaning agents used on the device. There was no excessive force used on the device. There were no other products being utilized with the device. Direct catheter replacement was the remedial action done and the intervention/treatment required as a result of the event. There was 3ml of blood loss, and blood transfusion was not required due to the event. The treatment proceeded and was completed after the remedial action was done. There wa s no reported patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted there was a cut in the venous extension tube where it met the bifurcate/hub, which led to a leak. It was reported that there was a leak or hole on the extension tube at or near the bifurcate/hub. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur from clamping the tubing too close to the hub. Clamping the extension tube close to the hub can cause excess stress on the extension tubing, which can lead to breaks/leaks in the tubing where it connects to the hub. The instructions for use (IFU) states, "clamping repeatedly on the same spot could weaken the tubing and clamping near the adapter and hub should be avoided." The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on the event day, the patient came to the center for dialysis. During dialysis treatment, blood leakage was found in the long-term central venous catheter. It was confirmed that the long-term catheter delayed tube had a hole split. A crack was found on the product at the time of the event. There was nothing unusual observed on the device prior to use. Flushing was done with no abnormalities. The catheter was not repaired. There was a leak at the junction of the extension tube and bifurcate. Tego was not utilized. There was no luer adapter issue. The insertion site was not treated with prior to product placement. Chlorhexidine acid aqueous solutions were the cleaning agents used on the device. There was no excessive force used on the device. There were no other products being utilized with the device. Direct catheter replacement was the remedial action done. There was 3 ml of blood loss, and blood transfusion was not required due to the event. The treatment proceeded and was completed after the remedial action was done. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.